Event description:
Additional information received reported that no diagnostics, other than a check of impedances had been performed. It was impossible to tell whether or not there had been a lead fracture without doing some sort of diagnostic imaging or removing the system. Neither of these had been performed. The patient opted to not have the system revised, but he ¿may opt for an explant after (B)(6) 2015.¿ no surgery had been scheduled as the patient was still deciding. The patient was not receiving effective therapy. There was no change in status since the last update.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), explanted: (B)(6) 2015, product type: lead. Product ID 3777-60, serial# (B)(4), explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Further information reported that in addition to the loss of therapeutic effect the patient experienced a loss of stimulation the cause of which was unknown. The patient's insurance denied a revision procedure. It was noted that the patient had other health issues to focus on and decided it was best to simply have the device system explanted. Subsequent information reported the patient had the ins and leads explanted on (B)(6) 2015. The patient status at the time of report was noted as "alive - no injury". No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that the patient had a loss of therapeutic effect with out of range impedance, and also experienced less than 50% therapy relief in the low back. Impedance testing showed high impedances of greater than 40,000 ohms with all electrodes. A lead revision was planned for (B)(6). The cause of the issue was not determined and the issue was not resolved. The manufacturer¿s representative (rep) spoke with the healthcare provider (hcp) and patient and they both decided they wanted a total system change in favor of MRI compatibility. At the time of the report the patient was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).